Event description:
It was reported that the authorized states pw not been suctioning and wants to get half money refunded. States she purchased this for (B)(6) and it has not been suctioning at all. States the strength of the suctioning is weak. Stated she has called in since they purchased and has been given tips on placement and shaking lid as well and it has not helped. Believes the unit is defective and wants partial money back or she is leaving bad review. Rep apologized for all the issues and explained we do stand by our machines and will replace any needed items following warranty guidelines. Rep explained we would need to do a full t/s. She stated she is not wasting her time and refuses to t/s again. Per notes don't see t/s done in notes. Rep explained why we need to t/s she finally stated we could t/s but states we can just tell her and she will do it as she is not home w/ pw. Rep informed her she would need to be with the pw to t/s she states she will have to call back later or some other time. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorized states pw not been suctioning and wants to get half money refunded. States she purchased this for (B)(6) and it has not been suctioning at all. States the strength of the suctioning is weak. Stated she has called in since they purchased and has been given tips on placement and shaking lid as well and it has not helped. Believes the unit is defective and wants partial money back or she is leaving bad review. Rep apologized for all the issues, and explained we do stand by our machines and will replace any needed items following warranty guidelines. Rep explained we would need to do a full t/s. She stated she is not wasting her time and refuses to t/s again. Per notes don't see t/s done in notes. Rep explained why we need to t/s she finally stated we could t/s but states we can just tell her and she will do it as she is not home w/ pw. Rep informed her she would need to be with the pw to t/s she states she will have to call back later or some other time. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.